Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damaged electrodes was confirmed, and the cause appeared to be supplier related. Three unused electrodes were returned for investigation. The electrodes were received with the adhesive backing attached to the substrate. Each gel site exhibits varying degrees of oxidation. The color varies between aqua blue and brown. What appeared to be corrosion was visible on two of the snaps. The discoloration was apparently identified when the package was opened. The manufacturing facility was notified of this complaint. A lot history review (lhr) of recn1414 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that once taken out of the package, it was immediately noticed that the 3cg leads were covered in mold, or a substance that resembles mold. No patient involvement.